Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 156 mg/dl. At the time of the call with tandem technical support the customer did not have an alternate method for insulin therapy. The customer declined further follow up from tandem technical support.